Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left high resolution stereo viewer (hrsv) and personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi has received the pmsc for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was returned for failure analysis, and the reported failure was confirmed but not replicated. In system logs, error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where it functioned as expected. The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the error 119 occurred in the field could be the potential root cause of the reported event.

Event description:
It was reported that the clinical sales representative contacted the technical support engineer (tse) to report that the left high resolution stereo viewer (hrsv) monitor had gone out completely and required service. No known impact or patient consequence was reported.